Event description:
It was reported patient's ipg was unable to communicate with external devices. A manufacturer representative deemed the ipg was inoperable. As a result, surgical intervention was undertaken at an unknown time wherein the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.